Event description:
(B)(6) in customer service states the provider alleges physical abuse by the end user is positioning himself by putting pressure on legrest calf pad and pulling the mounting hardware and stripping them out.